Manufacturer narrative:
Correction/removal numbers: 1627487-05242011-002-r, 1627487-07262012-002-r. This ipg serial number was included in field advisory and a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-1177. It was reported the pt is experiencing a heating sensation at her ipg site while charging. A replacement le charger was unable to resolve the issue. It was determined by the pt's physician that her ipg has flipped in the pocket. Surgical intervention is pending to address the issue.